Manufacturer narrative:
Patient identifier not available for reporting. Date of event: date of device breakage is not known. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient underwent revision on (B)(6) 2018 to remove and replace the broken implanted locking compression plate (lcp) reconstruction plate 12 holes. The plate breakage occurred proximal to the 3rd to 4th holes post-operatively. The plate was originally implanted when the patient underwent an open reduction and internal fixation (orif) ulna on an unknown date. Concomitant device reported: unknown screws (part number unknown, lot number unknown, quantity unknown). This report is for one (1) 3.5mm lcp reconstruction plate 12 holes 168mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 245.121; lot: l362205; manufacturing site: raron; release to warehouse date: 24 march 2017. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate 19721 was reviewed and confirmed to be correct per the specification with no non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: investigation summary: investigation site: raron. Selected flow 5: broken. Part upon reception: the plate was received on october 3rd, 2018. The plate is broken and partially bent. Scratches are visible on the surface. The decontamination form is attached in paper-form. 10 screws have been sent with the plate. They are not part of the complaint. The part is the following: article #245.121-exs (lcp recopl 3.5 straight w/combined hole) / lot # l362205. Raw material: the plate is manufactured out of the following raw-material: profile 10.1 x 2.9mm 316l anp / article # 60010190 / lot # 19721. The raw-material certificate was reviewed and found to be in specification. No other investigation performed in raron since october 12th, 2016 contains the raw material lot # 19721. DHR review: a DHR review was performed. The following work orders led to the finished product: finished product: l362205: ¿ work order was printed on march 17th, 2017 and released on march 24th, 2017. ¿ nothing unusual happened; the full lot (24 parts) was produced and found to be in specification. ¿ for further details see directly in sap system. Plate: the following points are highlighted in relation of this product investigation: ¿ the plate is broken at combi hole 4. Investigation of critical features on complaint part: the critical features were verified on the complaint part. All measurements taken align with the results on the tests and measurements performed during production. All measurements of the measurable features of the received article were found to be in specification. Conclusion: the plate (article # 245.121-exs (lcp recopl 3.5 straight w/combined hole) / lot # l362205) was produced as it should be. No process deviations were detected. Based on this, the complaint is acknowledged but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: further it was reported that the broken fragments were removed easily with no other medical intervention required.the broken plate was replaced with an unknown lcp straight plate 12 holes. There was no surgical delay reported. The procedure was successfully completed with the patient in stable condition. Concomitant device reported: cortex screw self-tapping (part # 204,816, lot # l600673, quantity 1) locking screw self-tapping l16mm (part # 213,016, lot # l481884, quantity 1) locking screw self-tapping l16mm (part # 213,016, lot # l437582, quantity 1) locking screw self-tapping l16mm (part # 213,016, lot # l801963, quantity 1) locking screw self-tapping l18mm (part # 213,018, lot # 9630167, quantity 1) locking screw self-tapping l18mm (part # 213,018, lot # l807287, quantity 1) locking screw self-tapping l18mm (part # 213,018, lot # 8517776, quantity 1) locking screw self-tapping l20mm (part # 213,020, lot # l574827, quantity 2) locking screw self-tapping l22mm (part # 213,022, lot # l475354, quantity 1).

Manufacturer narrative:
Date device returned to manufacturer a review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.